Manufacturer narrative:
(B)(4). G2: foreign: australia. D10: cat#: 65620005821, lot #: 63382517 shell porous without holes 58 mm o.d. Cat#: 00811400410, lot #: 63724908 femoral stem12/14 neck taper. Cat#: 4000-8775-036-04, lot #: 2890293 delta ceramic femhead + 7 36mm. Cat#: 00801102028, lot #: 63862008 allen medullary cement plugs. Customer indicated that the product will not be returned to zimmer biomet for investigation. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 4 years post implantation of a right total hip arthroplasty, the patient was revised due to dislocation. No additional information available.